Event description:
It was reported by repair work order that the customer alleged that the brakes are not locking due to a broken pump tube weldment.. No adverse consequence or clinically relevant delay in treatment was reported.